Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a blood pump tubing guide roller on a 2008t machine came loose and cut the tubing of the bloodlines during a patient's hemodialysis (hd) treatment. The biomed stated that one of the tubing guide rollers is loose and shows wear at the top. The machine alarmed with an air detector alarm message in response to the event. A nurse stated during follow-up that the patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's blood could not be rinsed back following the reported event. The patient's estimated blood loss (ebl) is approximately 150 ml. Treatment was restarted and successfully completed on a different machine with new supplies. The machine has approximately 16,345 hours and it is unknown whether the rotor is original to the machine. A replacement rotor was ordered to resolve the reported issue. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a blood pump tubing guide roller on a 2008t machine came loose and cut the tubing of the bloodlines during a patient's hemodialysis (hd) treatment. The biomed stated that one of the tubing guide rollers is loose and shows wear at the top. The machine alarmed with an air detector alarm message in response to the event. A nurse stated during follow-up that the patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's blood could not be rinsed back following the reported event. The patient's estimated blood loss (ebl) is approximately 150 ml. Treatment was restarted and successfully completed on a different machine with new supplies. The machine has approximately 16,345 hours and it is unknown whether the rotor is original to the machine. A replacement rotor was ordered to resolve the reported issue. The complaint sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h# plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The rotor was returned with one of the rear sleeves loose and deformed. The deformed sleeve can be easily removed from the pin. The pin showed signs of debris and wear. There are no discrepancies with the other three guide sleeves. The returned rotor was installed on a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. A loose sleeve on one of the rotor¿s rear guide pins rubbed against the rotor housing creating a ¿clicking¿ noise. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached as the reported issue could not be replicated during testing with the returned sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a blood pump tubing guide roller on a 2008t machine came loose and cut the tubing of the bloodlines during a patient's hemodialysis (hd) treatment. The biomed stated that one of the tubing guide rollers is loose and shows wear at the top. The machine alarmed with an air detector alarm message in response to the event. A nurse stated during follow-up that the patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's blood could not be rinsed back following the reported event. The patient's estimated blood loss (ebl) is approximately 150 ml. Treatment was restarted and successfully completed on a different machine with new supplies. The machine has approximately 16,345 hours and it is unknown whether the rotor is original to the machine. A replacement rotor was ordered to resolve the reported issue. The complaint sample is available to be returned to the manufacturer for physical evaluation.